Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and potassium, and insulin once bg levels were stabilized. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.